Event description:
Customer reported an issue with the touchscreen of their pump, which was not cracked but remained unresponsive. Due to this issue, the customer's blood glucose level displayed as "high," but no specific value was provided. The customer contacted technical support, and after a failed attempt to reset the pump, it was decided that the pump needed replacement. Technical support arranged for a new pump, which would be shipped with updated software, instructed the customer on backup insulin therapy using multiple daily injections (mdi), and provided guidance on how to return the faulty pump to tandem.